Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with a 25mm aortic valve for 2 years 5 months had a explant procedure for unknown reasons. A 25mm replacement valve was successfully implanted in the patient. The current patient status is unknown.

Manufacturer narrative:
Corrected data: h6. Reference CAPA-20-00141.